Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead had elevated pacing threshold and high pacing impedance. The elevated threshold and impedance had been noted for over a year. The lead was explanted and replaced. The patient was stable prior to, during, and after the procedure.

Manufacturer narrative:
The reported event of ¿rv lead trending elevated pacing threshold¿ and high pacing impedance were not confirmed. As received, a partial lead was returned in two pieces. The connector portion measured 9.6 cm/10.1 cm (insulation/inner coil & cables) and the distal portion measured 52.2 cm/54.3 cm (insulation/inner coil & cables). Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found through visual examination an external abrasion due to friction to another device or feature of the heart breaching the optim sheath only was noted at 6.6 cm to 7.1 cm cm from the distal tip of the lead adjacent to the right ventricular shock coil.